Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer delivered a larger bolus than needed. Reportedly, the customer did not fully set up the pump bolus settings. Customer's blood glucose (bg) level was 145 mg/dl. Customer stated they will monitor bg levels as needed. Tandem technical support guided the customer through settings up the pump bolus settings.